Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported there was a loose part in the hemostatic; the valve was unable to stop blood return during procedure. A new device was used to complete the surgery and there was no patient injury report. There was no physical damage on valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 10ml. No medical intervention was required to stop the bleeding. As such, this will not be considered to be a patient serious injury or patient adverse event.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6)-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported there was a loose part in the hemostatic; the valve was unable to stop blood return during procedure. A new device was used to complete the surgery and there was no patient injury report. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, which is outside of what is recommended in the odp (optimal device performance guide). The hemostatic valve detachment could be related to the dilator wrongly introduced. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device batch number, and no non-conformances were identified. The issue reported by the customer was confirmed from the returned product visual analysis. Additionally, the customer also provided a photo of the reported condition to aid in the investigation. According to the pictures provided by the customer, the blood was leaking back. Even when the photos are related to the event reported, the photo does not provide clear evidence of a failure in the hemostatic valve. Therefore, no conclusion can be made from the pictures provided. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)